Event description:
A malfunction alarm with the code malf 25 was reported. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's glucose level. The customer switched to multiple daily injections for insulin delivery, and tandem technical support arranged for a replacement pump to be sent, instructing the customer on its use and the return of the malfunctioning pump.